Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, swelling and tenderness. The ipp was explanted and replaced with tactra. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).